Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise on the pace/sense and shock channels. The noise on the pace/sense channel was oversensed; however, did not result in pacing inhibition for this non-pacemaker dependent patient. Technical services (ts) discussed the noise appeared to be due to electromagnetic interference (emi). The lead trends also showed changes in impedances; however there were no out of range measurements at that time. Additional information was later received which reported that the patient was being checked in the clinic and it was noted that noise and oversensing continued. The noise was not being oversensed during testing. There was one beat of questionable loss of rv capture. It was thought that there could be lead on lead damage. The health care professional (hcp) would discuss this further with the physician. Tachycardia therapy was subsequently programmed off and the patient was wearing an external defibrillator vest and would follow up with their physician in the future. No adverse patient effects were reported. The device and leads remain in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise on the pace/sense and shock channels. The noise on the pace/sense channel was oversensed; however, did not result in pacing inhibition for this non-pacemaker dependent patient. Technical services (ts) discussed the noise appeared to be due to electromagnetic interference (emi). The lead trends also showed changes in impedances; however there were no out of range measurements at that time. Additional information was later received which reported that the patient was being checked in the clinic and it was noted that noise and oversensing continued. The noise was not being oversensed during testing. There was one beat of questionable loss of rv capture. It was thought that there could be lead on lead damage. The health care professional (hcp) would discuss this further with the physician. Tachycardia therapy was subsequently programmed off and the patient was wearing an external defibrillator vest and would follow up with their physician in the future. No adverse patient effects were reported. The device and leads remain in service. Additional information was received which reported that the lead was later surgically abandoned and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.